Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 25 mg/dl. Cause for bg was unknown. Customer declined to provide further information regarding the event.